Event description:
It was reported that this sprint fidelis medtronic right ventricular (rv) lead had fractured causing the patient to experience inappropriate shocks. The transvenous system was deactivated and the patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system on (B)(6) 2025. Approximately six days later on (B)(6) 2025, the patient was reported to have passed away. No cause of death has been determined at this time. All evidence indicates the rv lead was explanted and will be retained by the hospital and family. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).